Event description:
The customer's mother called stated that patient struggles with the sensor during football and keeping it on. Customer stated that the sensor comes out whenever patient gets hit. Customer reported that the infusion sets was leaking. Customer stated that she thinks that sensor inaccuracies with sensor are more on the patient's end. She stated the customer is not calibrating correctly and not testing blood glucose as he should. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.